Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon hole was noticed. The lesion being treated was located in the superficial femoral artery. During inflation the physician identified a hole in the wanda balloon. The procedure was completed with another wanda balloon. No patient complications were reported. Patient status reported as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was creased and there was dried blood on the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp). A pinhole leak was visible 1mm distal to the distal markerband. There was a scratch on the surface of the balloon at the location of the pinhole which suggests that the balloon came into contact with an abrasive surface. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.